Event description:
It was reported that during a right internal hypogastric artery emboliztion procedure, a renegade catheter was unable to be seen under fluoroscopy. The anatomical region being treated was the right internal hypogastric artery. The radiopaque marker on the distal end of the renegade catheter was unable to be seen under fluoroscopy. The catheter was removed. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the catheter was examined and the radiopaque marker was noted on the distal tip. A full visual and tactile inspection was performed and no anomalies were noted on the catheter shaft. All dimensions which were measured were found to be within specification. The 0.0184in mandrel was advanced through the hub and the mandrel passed through the catheter shaft and out the distal end. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a right internal hypogastric artery embolization procedure, a renegade catheter was unable to be seen under fluoroscopy. The anatomical region being treated was the right internal hypogastric artery. The radiopaque marker on the distal end of the renegade catheter was unable to be seen under fluoroscopy. The catheter was removed. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported.

Manufacturer narrative:
(B)(4)